Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "significant alopecia, thinning hair and receding hairline" and ¿worried about where the hair loss will stop: are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: intended use/indications: juvéderm® ultra xc injectable gel is indicated for injection into the mid to deep dermis for correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). Adverse events: the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. Instructions for use: the health care professional should instruct the patient to promptly report to her/him any evidence of problems possibly associated with the use of juvéderm® ultra xc.

Event description:
Patient reported being injected in the brow line with an unspecified amount of an unspecified juvéderm®. At an unspecified time, the patient was also injected with an unknown amount of botox®-c to the forehead. At an unspecified time later, the patient reported having very significant alopecia, thinning hair and receding hairline. No other information was provided.